Event description:
The customer contacted stryker to report that their device had an error code logged. This error code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer was advised over the phone to clear the codes and power cycle the device. The codes did not return and the customer stated there was no further assistance needed. The cause of the reported issue could not be determined.